Event description:
A post-mod glucose modular glucm) customer contacted beckman coulter inc. (Bci) in regards to ten erroneous glucose modular (glum) results generated on the unicel dxc 800 pro synchron chemistry analyzer units. The results were both low and high over a period of seven various days ranging from (B)(6) 2011 to (B)(6) 2011. A separate MDR will be filed for each date. The samples were not reported out of the laboratory. The result of the sample reported in MDR 2050012-2011-01889 was erroneous low. The sample was repeated and higher results were obtained. Patient treatment was not impacted by this event. The customer runs in duplicate mode and verifies the result prior to reporting.

Manufacturer narrative:
No sample and/or system information were provided. The event occurred two months ago and was not reported to bci at the time of occurrence. Service engineer contacted the customer upon notification of the event. Service call was not generated or requested. Root cause is unknown.

Manufacturer narrative:
From: the result of the sample reported in MDR 2050012-2011-01889 was erroneous low. The sample was repeated and higher results were obtained. Patient samples are provided. To: the results of the sample reported in MDR 2050012-2011-01889 were erroneous low. The samples were repeated and higher results were obtained. Patient samples are provided. The remaining events will be covered under MDR #s: 2050012-2011-02064, 2050012-2011-01967, 2050012-2011-01968, 2050012-2011-01969, 2050012-2011-01970, 2050012-2011-01971. Date of event : (B)(6) 2011, original results: 119, rerun results: 130 rerun and reported results: 128. From: unit of event mg/dl, to: unit of measure mg/dl.

Event description:
The results of the sample reported in MDR 2050012-2011-01889 were erroneous low. The samples were repeated and higher results were obtained. Patient samples are provided. The remaining events will be covered under MDR #s: 2050012-2011-02064, 2050012-2011-01967, 2050012-2011-01968, 2050012-2011-01969, 2050012-2011-01970, 2050012-2011-01971.